Manufacturer narrative:
Analysis of the device found corrosion and-or wear and-or lubrication as well as a stall due to shaft bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a device manufacturer representative (rep) regarding a patient who was receiving 25 mg/ml morphine at 8.59 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that an alarm was heard on (B)(6) 2016, however it was initially unknown what alarm was occurring. The pump was replaced on (B)(6) 2016. Pump logs showed a motor stall occurred at 20:17 on (B)(6) 2016, stopped pump period may exceed tube set occurred at 20:17 on (B)(6) 2016, and a motor stall recovery occurred at 11:01 on (B)(6) 2016. It was noted that the patient was experiencing withdrawals. The cause of the stall was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.